Event description:
It was reported that the entire system was explanted on (B)(6) 2014 due to an infection. The type of infection was unknown and it was unknown if a culture had been taken. The infection was at an unknown location. It was unknown if any diagnostic testing or troubleshooting was performed. The patient had had puss at the incision but it was unknown which incision. The patient was alive with injury. No patient outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0exrz, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0dywx, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).